Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician bypassed blender. Used circuit already installed on vent & humidifier to test. Powered up unit. At patient circuit check vent is reading 42.1 map. At performance check settings vent is reading 23.4 map & 62 deltap. Both in specification. Dynamic displacement indicator calibration slightly off. Calibrated. Reran patient circuit check & performance check. Both passed. Allowed unit to ventilate w driver running at performance check settings. No alarms present. Unable to replicate high map issue reported. All tests passed required criteria. Unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that rts reported the map was reading 129cmh2o while on patient and that vent would not shut off. Rts indicated that vent passed pre-use checks.

Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.